Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key combo was not set up. A technical support specialist found that no key combos were set up in the system, and the item had to be added to the patient profile 'fridgekey' to issue the medication. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 key combo was not set. User stated that when trying to issue insulin glargine solostar pen ext3 the drawer or door did not open and showed 0 in the cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.